Event description:
It was reported that the patient presented to the clinic with syncope. Interrogation of the pacemaker noted that the right ventricular (rv) lead exhibited low pacing impedance measurement and high capture threshold meanwhile, the left ventricular (lv) lead exhibited high capture threshold. The rv lead was capped and replaced on (B)(6) 2026 and programming changes were made on the lv lead. The patient was in stable condition.